Event description:
It was reported that the patient¿s caregiver deployed a teflon inset 23 infusion set incorrectly after not removing the adhesive backing, resulting in a failed insertion and the need to use an additional set; blood glucose reportedly remained unaffected, and replacement supplies were arranged along with basic troubleshooting and education. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included customer interview and troubleshooting. Investigation of this case revealed user error during infusion set insertion, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set handling and insertion technique.